Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the (B)(6) of peritonitis and fatal infection coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapy. On (B)(6) 2011, the patient began dianeal pd2 therapy (frequency and dose not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal therapy was ongoing until the time of death. On (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. On (B)(6) 2012, the patient died. The cause of death was due to an unspecified infection. It was not reported if an autopsy was performed. Outcome for the event of peritonitis-not resolved. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Additional information regarding the reported event has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report for peritonitis was not confirmed; there was no use error or device malfunction identitied. The report of patient death was not confirmed. The cause of death was due to an unspecified infection. The assignable cause was undetermined.